Event description:
Procedure performed: laparoscopic bilateral inguinal hernia repair. Event description: applied team was not present during the case. The surgeon identified the correct approach plane under direct visualization, inserted balloon, and pumped 30 times. Surgeon reports using usual technique and did not expect any complicated patient anatomy. After removing the balloon, placing trocar, and insufflating, half dollar sized tears were found on the far edges of the peritoneum bilaterally. The case was completed successfully using the tep approach with the same device. No patient injury. Product is available for return. Type of intervention: the case was completed successfully using the tep approach with the same device. Patient status: half dollar sized tears were found on the far edges of the peritoneum bilaterally, no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there is no indication of a product malfunction based on the event description. Based on input received from applied medical clinical subject matter experts, it is possible that the reported event was caused by incorrect placement or torquing of the unit. It is also possible that the device was placed in the incorrect plane. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the exact root cause of the injury.

Event description:
Procedure performed: laparoscopic bilateral inguinal hernia repair. Event description: applied team was not present during the case. The surgeon identified the correct approach plane under direct visualization, inserted balloon, and pumped 30 times. Surgeon reports using usual technique and did not expect any complicated patient anatomy. After removing the balloon, placing trocar, and insufflating, half dollar sized tears were found on the far edges of the peritoneum bilaterally. The case was completed successfully using the tep approach with the same device. No patient injury. Product is available for return. Type of intervention: the case was completed successfully using the tep approach with the same device. Patient status: half dollar sized tears were found on the far edges of the peritoneum bilaterally, no patient injury.